Event description:
The customer reported that the system displayed corrupt images. This happened during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reformatted and reloaded they system software. The system was tested and found to be working as intended and put back in service.